Event description:
As reported under the d.e.s. Cover study, the primary indication for the procedure was positive functional study for silent ischemia. This index procedure was classified as urgent. The following medications were given within 24 hours before the procedure: aspirin, beta blocker, ace inhibitors, statins, and plavix. A loading dose of plavix was not administered intraprocedure. Two target lesions were treated with cypher stents: distal and mid segements of the left anterior descending artery. There were no procedural complications or device malfunctions noted. The pt was discharged on the following medications:aspirin, beta blocker, statins, ace inhibitors, plavix, however, approximately three months and ten days later, the pt returned with restenosis of the mid left anterior descending artery cypher 3.0mm x 28mm stent. Consequently, the pt underwent reintervention: coronary stenting.